Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), a company representative, and a consumer regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 0.061mg/day) via an implantable infusion pump. Patient history included non-malignant pain and joint pain/arthritis. Beginning an unknown date, the patient experienced nausea and other unknown withdrawal symptoms. The patient also noted that the pump was alarming. The pump was interrogated in the hcp office and it was noticed that the pump went to minimum rate. Per the pump logs ¿reset occurred¿, ¿reset occurred ¿ low battery¿, and ¿pump in safe state¿ occurred on (B)(6) 2015 at 22:49. The plan was to replace the pump; however, as of (B)(6) 2015 no date had been scheduled. The patient was being managed with oral medications. Event and patient outcome were unavailable at the time of the report. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump revealed a non-conformance related to high resistance battery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported eval code-conclusion was updated.

Event description:
Additional information received from the patient reported that the pump was replaced on (B)(6) 2015. It was noted that the logs had a premature reset and was put in safe state ("shelf state"). The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury." The device was returned for analysis.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.